Manufacturer narrative:
The pulley was found to be inadequate indicated by the front sma wire slipping down to the base of the sma pulley. As the sma wire slipped down, the wire could no longer properly advance the ratchet gear, reflected by timeouts on one wire. This ultimately caused an 0x60 hazard alarm, indicating above current startup threshold, wire 1 more efficient than wire 2. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.